Manufacturer narrative:
The lot was manufactured (B)(4), 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed a pool of liquid in the bag that contained the device, which suggests leakage due to bladder rupture. The reported condition was verified. The cause of the bladder rupture was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor had ruptured causing the device to leak. This event occurred before patient use of the device. The infusor had been filled with flucloxacillin 8000mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.